Manufacturer narrative:
PMA/ 510k number= k142688. The complaint device, echo-hd-3-20-c of lot number c1203505 was returned for evaluation. The device was returned with the needle fully retracted in the sheath and the stylet fully outside the device. The sheath of the device was examined and kinks were visible on the sheath at approx. 19cm, 24cm, 86cm and 97cm from the sheath tip. The stylet could fully be re-inserted without any issue. The needle could be fully advanced and retracted without resistance during the device evaluation. The advanced needle was noted to be broken and measured approx. 3cm and the returned broken off distal needle measured approx. 4.5cm. The customer complaint was confirmed as the device was returned with approximately 4.5cm of the distal needle broken-off. A possible cause of this complaint is that the distal needle tip kinked during use which in turn resulted in distal needle tip breakage upon removal of the needle from the lesion and fully detached when the device was taken out of the endoscope. The needle can kink/bend due to product handling during the procedure or specimen retrieval/preparation. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. The kinks noted on the sheath do not line up with the clamping sections situated in the plastic tray but most likely occurred during product handling and transportation back to cirl. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot# c1203505 did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use, ifu0077-3, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the procedure, the needle broke during a puncture of the target site under an endoscopic echo ultrasound. The physician was attempting to puncture the head of the pancreas. First puncture was carried out easily, however, it was difficult to recover the sample. The doctor punctured the target site again and the needle got stuck, when the nurse pulled out the needle sheath to retrieve the second sample the tip of the needle had fallen into the pot outside the patient.